Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an air supply failure during preparation for use for an unknown therapeutic procedure. The procedure was completed using a similar device. During inspection and evaluation, the nozzle is clogged with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, chips and scratches found throughout the device, adhesive on rubber has white-clouded area, due to clogging of nozzle, water supply volume does not meet specifications, due to clogging of nozzle, water removal ability does not meet the specifications, adhesive around objective lens is peeled, adhesives around objective lens has white-clouded area, and universal cord has a wrinkle. The customer provided to olympus the following information related to reprocessing of the device: the device was cleaned, disinfected and sterilized before returning to olympus, the customer was unable to identify when the foreign material adhered to the scope, the air/water nozzle was flushed with water and air, it is unknown if there were any abnormalities in the accessories used for reprocessing, the device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges, the air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope]. 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [When using the air/water button]. 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.